Event description:
It was reported that the pt experienced a loss of therapeutic effect associated with the pt's right-side implantable neurostimulator. It was noted that the pt had a second device implanted on the left side. The pt attempted to change the stimulation program on the right-side device as symptoms were not being controlled. It was determined that the pt's device was turned off. The pt was to turn the device on and monitor the symptoms. It was later reported that the pt was scheduled to have the neurostimulator removed. There was no info provided as to which device was to be removed, however. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).